Event description:
Patient dislocated their jii knee. Surgeon fixed by using size 7/8 13mm constrained liner in place of the liner on complaint.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. The lab analysis concluded, slight scratches are shown along the articular surface of the implant, likely caused by in vivo wear of the material. Damage to the insertion/extraction slot was noted, which is likely a result of removing the implant. Little damage was seen on the locking detail and the distal faces of the tibia insert. Small amounts of wear are shown to the post of the tibia insert. No material or manufacturing defects were observed in the course of this investigation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. The clinical/medical team concluded, no supporting clinical/medical documents have been provided. Therefore a thorough medical investigation cannot be performed. The analysis of the returned explant indicated there are small slight scratches shown along the articular surface of the implant, likely caused by in vivo wear of the material. There was a small amount of damage seen on the locking detail and the distal faces of the tibia insert as well as small amounts of wear shown on the post of the tibia insert. Again, without radiological images (post primary and pre-revision, surgical/operative reports and other relevant medical information, a definitive root cause of the reported issue can not be determined from a clinical perspective. Additional or further risk to the patient beyond the revision cannot be concluded. No further medical assessment can be rendered based on the information provided. If new information is received in the future, this complaint can be re-opened. We consider this investigation closed.